Event description:
Healthcare professional reported left side "saline rupture". The device has been explanted and replaced.

Manufacturer narrative:
Alternate email addresses: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, yellow particles inside the device and delamination in the diaphragm valve. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify delamination and broken sharp in the plug strap disk shell. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. Delamination of the plug strap disk shell assessed as adhesive failure. Broken sharp in the plug strap disk shell assessed as an unidentified (tear) broken. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: saline "rupture".